Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt. Per lake region report (B)(4): lake regional medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01405932, which corresponds to cordis lot number 70109504. This packaging lot (B)(4) which were shipped from lake region medical on february 2, 2009. The history records indicate this product was final inspection tested in lake region medical and was determined to be acceptable.

Event description:
After deploying the precise stent in the internal carotid artery, the distal tip of the precise stent delivery system became stuck in bottom of the filter basket of the angioguard embolic protection device. The tip of the precise sds could not be freed from the basket, so the physician removed the still-open filter and stent delivery system together from the pt, without the use of a recovery sheath. The precise stent did not move from its deployed location and there was no pt injury or adverse effect. As per the sales rep, who reviewed films of the case with two other physicians at the account, the filter had been deployed to close to where the precise stent was to be deployed, and the operator most likely pushed the precise sds up into the filter after deployment. The operator was very new at using this system according to the sales rep. The product will be returned.